Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the rv (right ventricular) pacing lead was beyond the expected upper range. It also indicated the impedance trend on the rv pacing lead was rising, and that pacing capture threshold in the right ventricle was elevated.

Event description:
It was reported the right ventricular (rv) tip to ring pacing impedance is rising while the tip to coil impedance is stable. It was further reported there is a corresponding rise in rv pacing thresholds. The lead was reprogrammed and remains in use. The patient will continue to be monitored both in clinic and via remote monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.